Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospice home. The cause of death was high blood glucose and dka (diabetic ketoacidosis). The customer was hospitalized on (B)(6) 2013. The caller stated that the customer had multiple illnesses and decided to stop all treatments. The insulin pump was disconnected on (B)(6) 2013. The caller stated that within a day all of the customer's organs failed. The customer also had an infection. The customer's blood glucose, at the time of death, was too high to measure. The insulin pump information could not be verified because the caller stated that the device and all of the supplies had been donated. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.